Manufacturer narrative:
Additional information received indicated that the remote monitoring alert was due to a high right ventricular (rv) lead pacing impedance greater than 2,000 ohms. It has reportedly been known by the clinic for an extended period of time. There have been no additional interventions performed. The patient will continue to be monitored by the physician.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this pacemaker displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.